Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 400 mg/dl at the time of the call. The customer was assisted with trouble shooting and found that the alarm was caused by a problem with the reservoir set connection. The customer reports that there were no insulin existing in the reservoir. The customer was informed that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.